Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple alarms occurred. Customer changed pump supplies to address the alarms. Customer's blood glucose read high on glucometer. Customer administered an insulin bolus via pump to address elevated blood glucose level.